Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 47 mg/dl. The cause of low bg was unknown. The customer lost consciousness because of the low bg level and their spouse called paramedics and provided icing. The customer received third party assistance from paramedics, who provided intravenous therapy (IV) of fluids to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.